Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that there was no activity level that led to the severe pain in the upper right thigh and noted getting out of bed. The patient stated that they turned the device off as a step to resolve the severe pain in the upper right thigh.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. The patient reported severe pain in her right upper thigh the night before report at 6am. The patient stated that she turned stimulation off and the pain went away. The patient noted that her healthcare professional was out until next week. The patient stated that she saw her hcp¿s assistant the day before report. The patient noted that this was a sudden change in therapy/symptoms. The patient stated that she was implanted last week and was to follow up with the hcp. The patient did not have her temporary ID card and did not know the model number of her device.